Event description:
It was reported by a competitor that the patient presented to the emergency room experiencing stroke symptoms. A device check was attempted, but the device was unable to be interrogated and there was intermittent capture. The device was providing pacing support at 60 beats per minute and it was noted that the patient stroke symptoms were not related to the device function. The information was presented to a physician for a device replacement, however the current device status was noted as active. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.